Event description:
It was reported that a boston scientific device was implanted. According to the complainant, the patient experienced an unknown injury. Additional information received from the physician's office on (B)(6) 2013 stated that on (B)(6) 2012 the patient was last seen and complained of stress incontinence, back pain, vaginal pain, pelvic pain, and lower back pain. The patient did not return for an annual check up in (B)(6) 2012. It was also noted that the patient switched physicians in (B)(6) 2013 and during a check up complained of stress incontinence and pain. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.